Event description:
The unit produced an "fe failed 4020" message. Note that the fe (front end) test is part of the extended self test. The 4020 error code displayed references a pads/paddles malfunction that could prevent the unit from acquirin pads/paddles ECG, which could prevent defibrillation or pacing. The shift check failed the ECG test and displayed a "service unit" message.